Event description:
Indication for procedure: class I erosion and infection; temporary pacer lead in femoral vein. Procedure: this was a left-sided procedure that took place in the cardiac catheter lab to remove a total of 4 leads (1/ra & 3/rv). During the removal of a (B) (6) ra lead, the pt's arterial pressure dropped. The md requested a transesophageal echocardiogram, an effusion was noted and drained. The CT surgeon was contacted and 20 mins later, the pt was transferred to the operating room for an emergent surgical repair of the atrium. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Patient outcome: death.

Manufacturer narrative:
Manufacturer dates for all devices: unk.